Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observations and noted that the header was loose and body fluid was under the header. Additionally, laboratory analysis noted tha the df- header wire was found to be fractured. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The crt-d was explanted and replaced and upon connection of the rv lead to the replacement device, shock impedance measurements were noted to be stable and within normal limits at 86 ohms. No additional adverse patient effects were reported.